Manufacturer narrative:
Insulin pump received with intermittent button response, due to corroded keypad traces. No scrolling numbers anomaly noted. Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube threads, cracked reservoir tube lip and cracked lcd window.

Event description:
It was reported that the numbers on the insulin pump screen were ramping up by themselves. No significant events leading to the keypad issues were recalled the customer's blood glucose level was unknown. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).